Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower had all stations unable to see any patients or orders, and it showed multiple error messages. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations could not see any patients and orders and it showed multiple error message. A technical support specialist confirmed communications after hospital it brought the cce back online. The system functioned as intended after the hospital it troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower had all stations unable to see any patients or orders, and it showed multiple error messages. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.